Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: [translation] trokar broke in half in patient during surgery. Is this patient-critical? (Yes). Date when the error was detected: (B)(6) 2022. Additional information received by email from applied medical representative on (B)(6) 2022: there were no patient injured during the surgery. Patient status: no patient injury or illness occur associated with the complaint event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with broken fragments. Visual inspection confirmed the complainant¿s experience of a fractured cannula. The fragments were identified to be part of the cannula. Based on the condition of the returned unit, it is possible that the cannula shaft fractured due to excessive force exerted on the unit during the procedure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: unknown. Event description: [translation] trokar broke in half in patient during surgery. Is this patient-critical? (Yes) date when the error was detected: april 2022. Additional information received by email from applied medical representative on 24may22: there were no patient injured during the surgery. Patient status: no patient injury or illness occur associated with the complaint event.